Manufacturer narrative:
This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The facility intends to keep the complaint product until their internal investigation is complete. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported by the sales representative, the physician was performing a cardiac catheterization procedure and placed the f5 infiniti 110cm infiniti pigtail catheter into the ventricle. When the physician went to withdraw the catheter, it folded back on itself at the location on the catheter where the side-holes are located. The physician then pulled the catheter back into the subclavian and placed a glide wire into the catheter to assist in removing the catheter from the patient. There was no reported injury to the patient. Multiple attempts were made without success to gain additional information. The product was not returned for analysis. Review of lot 17174531 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time. Upon further review, the reported event was corrected from a "serious injury" to a device "malfunction."

Event description:
The report received from the sales rep indicated that the physician was conducting a cardiac catheter procedure and he placed the f5 infiniti 110cm infiniti pigtail catheter in the ventricle. When he went to pull back the catheter, it folded back on itself at the location on the catheter at the side-holes. The physician then pulled the catheter back into the subclavian and put a glide wire in to remove it from the patient. There was no injury to the patient, and nothing was left in the patient. The product will be returned for analysis.